Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 25-feb-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("excruciating pain every time that menstruation comes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("headaches since the first day of insertion"). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), urticaria ("hives in whole body"), adnexa uteri pain ("pain in ovaries"), abdominal distension ("swelling of belly as if 7 months pregnant"), coital bleeding ("spotting in sexual intercourse"), tooth fracture ("loss of dental pieces"), bone pain ("pain in all bones"), arthralgia ("pain in all joints in the body"), noninfective gingivitis ("gum inflammation when brushing her teeth") and gingival bleeding ("gum bleeding when brushing her teeth"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel (++)"), 2 years 6 months after insertion of essure. The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the dysmenorrhoea, dyspareunia, adnexa uteri pain, bone pain and arthralgia had not resolved and the allergy to metals, urticaria, abdominal distension, headache, coital bleeding, tooth fracture, noninfective gingivitis and gingival bleeding outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, arthralgia, bone pain, coital bleeding, dysmenorrhoea, dyspareunia, gingival bleeding, headache, noninfective gingivitis, tooth fracture and urticaria to be related to essure. The reporter commented: she did not have these events before essure. Nowadays she is waiting for x-ray of pelvis and consult with gynaecology for essure removal as treatment for pains was not effective. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel (++). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("excruciating pain every time that menstruation comes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced headache ("headaches since the first day of insertion"). In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), urticaria ("hives in whole body"), adnexa uteri pain ("pain in ovaries"), abdominal distension ("swelling of belly as if 7 months pregnant"), coital bleeding ("spotting in sexual intercourse"), tooth fracture ("loss of dental pieces"), bone pain ("pain in all bones"), arthralgia ("pain in all joints in the body"), noninfective gingivitis ("gum inflammation when brushing her teeth") and gingival bleeding ("gum bleeding when brushing her teeth"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel (++)"), 2 years 6 months after insertion of essure. The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the dysmenorrhoea, dyspareunia, adnexa uteri pain, bone pain and arthralgia had not resolved and the allergy to metals, urticaria, abdominal distension, headache, coital bleeding, tooth fracture, noninfective gingivitis and gingival bleeding outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, arthralgia, bone pain, coital bleeding, dysmenorrhoea, dyspareunia, gingival bleeding, headache, noninfective gingivitis, tooth fracture and urticaria to be related to essure. The reporter commented: she did not have these events before essure. Nowadays she is waiting for x-ray of pelvis and consult with gynaecology for essure removal as treatment for pains was not effective. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel (++). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.